Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarm and had critical pump error alarm about half an hour ago and they did troubleshooting but nothing worked. Customer¿s blood glucose level was unknown at the time of incident. Customer was unable to clear the insulin pump errors, power loss alarm and program the pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 40 confirmed in history file due software error. Unable to verify pump error 24 due to critical pump error.